Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3888-28, lot# j0225498v, implanted: (B)(6) 2002, product type lead. (B)(4).

Event description:
It was reported that the patient had a couple of instances in the last several weeks where she noticed she couldn¿t feel stimulation. It was reported the patient pressed the ¿patient programmer (pp) on¿ button and saw the ¿turn on neurostimulator¿ icon. It was reported the patient never turned her implantable neurostimulator (ins) off, so it was unknown why the ins was turning off. It was reported that in the office the patient could not reproduce the problem, nor could she point out the exact icon she saw. It was reported the patient identified ¿the icon she had seen from the ¿stim on¿ icon on the clinician programmer.¿ additional information received reported impedance testing was performed and values were found to be within normal range. No other diagnostics were performed. No obvious malfunctions were seen or determined after the rep spoke with the patient, interrogated the ins, and performed troubleshooting on the pp. No further interventions were taken or planned. It was reported that the patient was able to use her stimulator and the pp in a normal fashion. It was reported the patient was advised to contact the manufacturer representative if the issue arises again additional information received reported that the patient¿s stimulation was turning off. The patient got good relief from it most of the time. The patient experienced twice within the last 6 months that the implant just turned off. During these events, she was awake and the stimulation just turned off. She checked her programmer and it said the implant was off. It was reported that she wasn¿t recharging at the time of the event, so it was not an accidental off. The manufacturing representative interrogated the implant and couldn¿t find anything obvious. The battery voltage was fine. It was stated that it was not due to battery depletion because the patient didn¿t have to use a recharger to get it back on. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.